Event description:
It was reported that this patient with a pacemaker system passed out while driving. Boston scientific technical services (ts) provided guidance to the patients wife to perform a patient-initiated interrogation (pii) of the pacemaker device using their remote monitoring communicator when the patient gets home and then referred them to the patients following clinic to discuss the issue further. The patient advocate called ts again two days later wondering if the pii was successful. Ts confirmed the pii was successful and again referred them to the patients following clinic. Attempts to gather additional information about this event were unsuccessful. The pacemaker system remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Device memory was reviewed, and no faults or errors were noted. Battery longevity was appropriate, power consumption stable and normal current drain was observed. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient with a pacemaker system passed out while driving. Boston scientific technical services (ts) provided guidance to the patients wife to perform a patient-initiated interrogation (pii) of the pacemaker device using their remote monitoring communicator when the patient gets home and then referred them to the patients following clinic to discuss the issue further. The patient advocate called ts again two days later wondering if the pii was successful. Ts confirmed the pii was successful and again referred them to the patients following clinic. Attempts to gather additional information about this event were unsuccessful. The pacemaker system remains in-service. No additional adverse patient effects were reported. Additional information was received that this pacemaker device was subsequently explanted and replaced for normal battery depletion approximately 10 months later. The device was returned to boston scientific.